Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an unspecified malfunction occurred. The customer reset the pump and was able to resume insulin delivery. Customer¿s blood glucose level was 165 mg/dl.